Manufacturer narrative:
Technical services discussed the opportunity for therapy optimization via programming enhancements to include; two zone therapy programming, eliminating the monitoring only and changing cut off rates. As no further information concerning this report has been received, our investigation is complete at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received an inquiry regarding a specific stored episode, questioning why atp had been delivered; noting rhythm identification (rid) was on and three tachy zones programmed. A boston scientific internal technical service consultant reviewed the case with the following comments; since the vt-1 zone had been programmed to monitor only and the rhythm was initially detected and duration fulfilled within this zone, no therapy had been delivered. The rhythm then accelerated into the vt zone and was correctly redetected. Being that this was not the initial detection, no detection enhancements were applied and atp delivered. No adverse patient effects were reported.